Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank screen and the pump turned off. The customer reported that the first time only lasted about two minutes and the next time lasted 3 hours and this has caused difficulty. The customer reported that they have not heard the audio. The customer also reported that they experienced high blood glucose. Their blood glucose was high and the meter would not read the value. The customer treated with a manual injection and reported that it took 2 days for their glucose levels to go down. Troubleshooting was declined. The customer was using manual mode. The insulin pump will not be returned for analysis.